Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. UDI (B)(4).

Event description:
It was reported, the 22 g x 1 in. Bd pegasus¿ safety closed IV catheter system leaked once the nurse withdrew the needle. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary. The specifications of the complaint batch is 22 g. No abnormality found in the incoming material, the whole assembly process and packing process. According to the information returned, the nurse found blood leaked from the catheter when withdrawing the needle. Laboratory obtained one returned sample, no leakage was found in the 45 psi leakage test, which was probably caused by the residual blood in the catheter. According to current pegasus assembly process, the flare catheter grip lower to push the catheter tubes over the wedge, the flare pin maybe cause the pin to break, but possibly is so low, and the wound shape is not similar with the returned sample. It is the first time suzhou plant suffers this kind of failure mode and can¿t finalize the cause of this failure mode. Product within specification? No. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Probable root cause: it is the first time that suzhou plant suffers this kind of failure mode and can¿t finalize the root cause for this failure. Product within specifications? No. Retention samples: n/a. Complaint history review: no related investigation on same lot#. DHR: crs# (B)(4), pn 7048342, mfg date 01/16/2016-1/21/2016 qty (B)(4) production line semi auto line.